Manufacturer narrative:
Qn#(B)(4). The reported complaint for "air leakage" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "the patient underwent cardiac surgery with low cardiac output and insert iabc. After start-up, the balloon pressure waveform was abnormal, and the position was correct after x-ray exploration. After re-start-up, the pump repeatedly warned that the pressure was too high or air leakage for a short time. After confirming with the engineer that there was a suspected problem with the catheter, a set of catheters was replaced in situ, but the situation was still the same, and the replacement of an iabp could not be changed. According to the progress of the patient's condition at that time, the tube was withdrawn and replaced with artificial heart assistance". Additional information states that the catheter was removed and replaced in another catheter. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine". Please see associated MDR#: 3010532612-2025-00046.

Event description:
It was reported "the patient underwent cardiac surgery with low cardiac output and insert iabc. After start-up, the balloon pressure waveform was abnormal, and the position was correct after x-ray exploration. After re-start-up, the pump repeatedly warned that the pressure was too high or air leakage for a short time. After confirming with the engineer that there was a suspected problem with the catheter, a set of catheters was replaced in situ, but the situation was still the same, and the replacement of an iabp could not be changed. According to the progress of the patient's condition at that time, the tube was withdrawn and replaced with artificial heart assistance". Additional information states that the catheter was removed and replaced in another catheter. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine". Please see associated MDR#: 3010532612-2025-00046.

Manufacturer narrative:
(B)(4)